Event description:
It was reported that the skin flap wound is not closing and healing. The implant functions correclty.

Manufacturer narrative:
The device has not yet been explanted. It is due to be explanted in 2006. It is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.